Event description:
Related manufacturing number 1627487-2021-01795. It was reported that only one lead had migrated. The physician explanted and replaced the migrated lead on (B)(6) 2021. Effective therapy was restored post-op. It is unknown which lead was explanted so both are being reported.

Manufacturer narrative:
A patient experienced ineffective therapy due to lead migration was reported to abbott. It was determined one for the patient's leads had migrated. As a result, the migrated lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 1627487-2021-01795. It was reported that the patient was experiencing ineffective therapy due to the leads migrating. In turn, surgical intervention may be pending to address the issue.